Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had an display issue. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1(event site telephone), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) reported a machine is having a display issue. Fse confirms the issue was resolved by replacing the video receiver pcb. All checks were performed to meet factory specifications. As per customer policy, the replaced part could not be returned for failure investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10, g2.